Event description:
It was reported that the user experienced an infusion set occlusion alarm while using the ilet with an inset infusion set, and insulin delivery resumed after the user changed all supplies, consistent with an occlusion that resolved following component replacement. Symptoms included interruption of insulin delivery consistent with an occlusion alarm, with no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included the need to replace supplies and education on troubleshooting to restore therapy, with no hospitalization or medical intervention reported. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed an occlusion related to the infusion set that resolved after supply change, with no additional device malfunction identified. It was concluded that the event was attributable to an infusion set occlusion that was resolved through standard troubleshooting and replacement of supplies.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.